Manufacturer narrative:
Product event summary: two images files were returned and analyzed. The images showed a kinked side port tubing. In conclusion, the reported issue of a side port tubing kink was observed during image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there was an alleged product issue with the sheath, specifically a side port kink. The side port kinked repeatedly, causing the intravenous pump connected to it to alarm for high pressure. The procedure was completed without the need for medical or surgical intervention to prevent permanent impairment, and there was no extension of hospitalization or injury as a result of the event. No patient complications have been reported as a result of this event.